Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt alarms) has been confirmed. Upon investigation the electrode belt failed an incoming functional test. The pulse wire was open in the from therapy electrode to ECG-a cable. The open pulse wire caused the reported alarms. The root cause for the open pulse wire could not be positively identified, but the damage likely resulted from excessive force on the cable. No adverse event resulted from the open pulse wire. The pt received a replacement electrode belt.

Event description:
A (B)(6) female pt contacted zoll customer support to report that she was receiving frequent check belt messages. The pt was issued a replacement electrode belt.